Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. No motor error alarm noted during testing. The device was unable to prime during prime test due to faulty force sensor system. Occlusion test and excessive no delivery test weren't performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. The device had minor scratches on the display window, cracked display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarmed no delivery and motor error during bolus. Customer's blood glucose was unknown. Troubleshooting was performed. The customer had gone through a body scanner at the airport. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.